Event description:
It was reported that the database analysis confirmed that the patients non rechargeable ipg depleted much faster than expected. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn: (B)(6) ) the returned ipg passed the visual inspection. When linked to a known good remote control it displayed the end of service message. The memory was downloaded and revealed that the battery only lasted 1 percent of the expected lifetime. It was cut open and the device exhibited high sleep current (1.9ma). Electrical testing revealed a low vh resistance measurement (8.7kilo ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post implant. This type of damage is typically caused when the ipg was exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Exposure to electrocautery could cause this type of damage. With all the available information, boston scientific concludes that the allegation of "eri message received on remote, and battery depleted quickly" was confirmed. The ipg was likely damaged during the implant procedure by electrocautery. Therefore, this investigation will be assigned a probable cause of "unintended use error caused or contributed to event".

Event description:
It was reported that the database analysis confirmed that the patients non rechargeable ipg depleted much faster than expected. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the database analysis confirmed that the patients non rechargeable ipg depleted much faster than expected.